Event description:
Boston scientific received information that this pulse generator in association with the right ventricular (rv) lead did require electrical re-programming shortly after implant to address what appeared to be a loose rv lead connection issue. The patient's advocate indicated there was adverse patient effect, although the effects were not described in detail. Most recently, the patient was also experiencing muscle stimulation. The patient was then placed on hospice.

Manufacturer narrative:
The patient's advocate inquired with the boston scientific technical services consultant as to the device's longevity which is when the past lead issue was stated. Currently, the device system remains actively in service, with atrial pacing still available. No further information is expected at this time.

Event description:
The device was returned following the patient's death. No allegation was made against the boston scientific product in relation to the patient's death. The product was put through standard analysis testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.